Event description:
Per the customer, during a procedure, during the registration process there was up to 2 mm deviation, two registration points were dropped due to high deviations. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a procedure, during the registration process there was up to 2 mm deviation, two registration points were dropped due to high deviations. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.